Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. The alleged battery hot to touch issue was unable to be confirmed.

Event description:
It was reported that the pump battery could not be charged, and the pump battery became hot to touch. Customer¿s blood glucose level was 122 mg/dl. Reportedly, the customer used an alternate insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.